Event description:
It was reported the customer was experiencing high blood glucose since last night. Highest blood glucose customer reached was 569 mg/dl. Customer's blood glucose last night was 569 mg/dl. In the morning it was 385 mg/dl after the usual breakfast and four hours later she should be back to normal. Customer's spouse stated customer treated manually and did a set change in the morning and blood glucose was still high. Customer stated she had pain all of her left side and does not think it was a heart problem. Drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed insulin did exit. Settings were correct. No alarms in history. High pressure test performed, passed. Cannula was straight. Customer was advised the device was working as designed. No further information reported.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.